Event description:
Consumer's daughter was very sick and fainted. She was transported to the hospital via ambulance. Consumer indicated that her daughter was diagnosed with tss and possible seizure disorder.